Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance, noise and intermittent loss of capture. No intervention was performed. No patient consequences were noted.